Event description:
An aus device was implanted on 10/18/93. A balloon was revised on 1/9/95. A tandem cuff was placed on 1/22/96. A cuff was revised on 1/31/96. A cuff was removed on 3/21/97. The balloon was removed from the pt and replaced on 6/16/97 due to leakage.